Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the papilla performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: invetigation results. A visual examination of the returned complaint device found that the balloon did not have any visual defects and was in good condition. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: block h10 (investigation results).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the papilla performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. Investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in good condition. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the papilla performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.